Event description:
It was reported that during a procedure to place a filter, the upper arms deployed, but the legs were stuck in the delivery system. The doctor went in with a recovery cone, via the jugular and removed the filter without difficulty. No pt injury noted.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample has not been returned for eval to date. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The IFU (info for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.